Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error and high blood glucose event. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer¿s parent reported that the customer woke up in the middle of the night with a blood glucose reading of 400 mg/dl and changed the infusion set and treated with insulin pump. Customer's parent reported that the insulin pump stopped the delivery of insulin and it alarmed motor error while the customer was at school. Customer's blood glucose reading was 400 mg/dl at the time of incident and 599 mg/dl at the time of call. Customer treated with manual injection. Customer experienced symptoms such as nausea, dizziness, and could not walk very well. High blood glucose event began on (B)(6) 2018. Customer's parent also reported that the insulin pump alarmed motor error and had several no delivery alarms. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm and no motor error alarm noted during test. Motor passed motor test. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address number label, cracked belt clip slot and cracked case reservoir tube window corner.